Event description:
Complainant alleged that the clinicians attempted to defibrillate a diabetic 81 year old male pt once at 360 joules, but they rec'd a "shorted discharge" error message on the device screen. The clinicians then obtained another device to defibrillate the pt. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction. The first device used on the pt during the defibrillation attempt also failed and was reported under medwatch number: 1220908-1998-00624.